Event description:
It was reported that the patient presented in clinic for follow up. The implantable cardioverter defibrillator (ICD) would go into back up mode when programmed. No interventions were reported. The patient was stable.